Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the implant was oversized. The previous cylinders and pump were removed and replaced with new components. The original reservoir was left in patient. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. The previous device would not maintain rigidity when pumped up and there was a permanent bend created in the patient penis when the device was flacid. The previous device consisted of a 18 cm cylinders and 3 cm rear tip extenders (rte). The patient had a good outcome with a functioning device and no more bend in penis.